Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01688. It was reported the patient was experiencing decrease in pain relief. In turn, an x-ray was ordered and confirmed that one of the leads had migrated. Reprogramming did not resolve the issue. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the leads and anchors were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.